Manufacturer narrative:
Hvad pump (B)(4) was not returned to heartware for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against (B)(4) therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Sepsis is a potential event that may be associated with use of the product. The instructions for use (IFU) provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, and duration of time on vad support. Stroke/neurological dysfunction is a known potential clinical adverse event associated with vads as outlined in the IFU. The instructions for use (IFU) and patient manual contains stroke and neurologic dysfunction as potential events that may be associated with use of the product. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of strokes. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of a stroke.. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported that a clinical study patient presented to the emergency department on (B)(6) 2014. The patient's white blood cell (wbc) count on admission were elevated with a temperature of 36.7 degrees celsius (98.06 degrees fahrenheit). Blood cultures were drawn and found to be (B)(6). In response, the patient was started on intravenous vancomycin 1000 mg every 24 hours on (B)(6) 2014. Repeat blood cultures on (B)(6) 2014 were negative. The patient was discharged from the hospital on (B)(6) 2014 on 6 weeks of IV antibiotics. The wbc on discharge were 5.07 10*3/ul and temperature was 36.7 degrees celsius. The patient was reevaluated as an outpatient by infectious disease on (B)(6) 2014 and completed 1 additional week of IV vancomycin. Thereafter, the patient was switched to oral bactrim daily for chronic suppression on (B)(6) 2014.